Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 7 months. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient observed a driveline fault alarm and exchanged the system controller. On (B)(6) 2017 the patient experienced a syncopal event. Log file analysis completed by the manufacturer¿s technical services representative revealed driveline fault alarms and pump stoppages. X-ray images did not reveal obvious areas of concern on the driveline. The patient was stable and asymptomatic. Driveline fault alarms continued to occur. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement, replacing the maximum external length of driveline. On (B)(6) 2017, it was reported that additional pump stoppages had occurred. On (B)(6) 2017, it was reported that the patient has refused the pump exchange. The patient was utilizing an ungrounded power module patient cable. No additional information was provided.

Manufacturer narrative:
Approximately 18 inches of the distal end portion of the driveline was returned for evaluation. Rescue tape was present between approximately 1 to 4 inches from the metal connector. Damage to the outer jacket was identified at approximately 2.5 inches and 8 inches from the metal connector. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Minor breakdown of the metal shielding was identified at approximately 2.5 inches from the metal connector. Visual inspection of the wires found no fractures or breaches. High-potential testing did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. Review of the submitted system controller log file showed driveline fault alarms, low speed and pump stoppage events while the system controller was connected to the power module. After the driveline replacement, subsequent log files confirmed a recurrence of driveline fault alarms. The pump remains in use supporting the patient with the use of an ungrounded patient cable for power module support. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/ shield breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.